Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room (ER) due to an inappropriate shock by the implantable cardioverter defibrillator (ICD). The device detected an atrial driven arrhythmia with rapid ventricular response (rvr) and administered ventricular fibrillation (vf) shocks. The device remains in use. No further patient complications have been reported as a result of this event.